Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. B2 outcomes attributed to adverse event - additional. B5 describe event or problem - correction. H2 correction/additional information. H6 health effect - impact code - additional.

Event description:
Subsequent to the initial MDR, clarified information was provided. It was reported that the pediatric patient reportedly had diabetic ketoacidosis after her sensor failed. As a result, this directly impacted the insulet omnipod 5's ability to access aid. The patient was hospitalized on (B)(6) 2025 and the cgm was not working and they could not see any readings. The patient as in the hospital for two days. The patient was treated with lispro and is currently in a stable and regulated condition. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, the pediatric patient's mother stated the patient was hospitalized after her sensor failed to connect and kept going offline. Her blood glucose levels spiked to 500 mg/dl, confirmed via blood glucose meter (bgm), and she began vomiting, prompting an emergency hospital visit. The patient was treated with lispro and is currently in a stable and regulated condition. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.